Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the forceps/irrigation plug was disassembled into three parts instead of four parts as required for cleaning in the reprocessor, and it was in use for patients for approximately 10 years. The issue was found during service maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection however the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that there was not sufficient knowledge about the equipment. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.